Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to non-uniform balloon refold (winged) include, but not limited to, large balloon profile, deflation technique, multiple inflations. Possible factors that can contribute to difficult to remove/resistance with the introducer sheath post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support or interactions with other devices. In this case, a conclusive cause for the reported complaints could not be determined since the device or component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left peroneal artery. The 2.5x120mm armada 14 balloon dilatation catheter (bdc) was used on the procedure without issue; however, during removal of the bdc resistance was felt with the tip of the sheath. Therefore, the bdc, sheath and guide wire removed as a single unit. After removal the balloon was noted to be loosely folded. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.